Manufacturer narrative:
(B)(6). Date of report: 07aug2019. The customer called for technical support and performed troubleshooting with technical assistance. The customer was advised to replace the data acquisition (da) board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During performance verification test (pvt), the customer reported the pressure accuracy testing was failing on test 4. There was no patient involvement at the time the issue was discovered.